Event description:
(B)(6)., rn, reported patient's pump turned off for unknown reason and patient is currently in the hospital to be restarted on remodulin. Unknown date of admission or length of stay. Patient is currently at 66nkm and will be discharged home on 66nkm. Patient is to increase by 4nkm once weekly until back to goal dose of 80nkm. No further information, details or dates provided. IV remodulin patient using cadd solis pump. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6).